Manufacturer narrative:
On september 5, 2023, mentor became regarding impacted device. Hence, following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3504504bc". Field d4 for lot number has been updated to "5648607". Field d4 for unique identifier( UDI) has been updated to "(B)(4)." A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On september 19, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 63-year-old female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced capsular contracture; baker grade iii on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery with mentor gel device on (B)(6) 2023.

Manufacturer narrative:
On august 17, 2023, mentor became aware that the patient also experienced bilateral grade iii ptosis in addition to left side capsular contracture; baker grade iii and replacement devices used on (B)(6) 2023 were catalog number 3503001bc; serial number (B)(6) on the left side, and catalog number 3503001bc; serial number (B)(6) on the left side. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii, and grade iii ptosis. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 20, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 450cc breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).